Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing". Pump settings: rate 2 res vol 30.6, given 62.4. Air in tubing. No injury to patient. Pt turned off pump and reported to clinic. Both pump and cadd cassette were swapped out, pt left clinic reconnected to new pump/cassette. No further problems. The pump was erroring ?no disposable connected," although there was a cassette. No further information